Event description:
Taxol infusion was completed. Normal saline infused for 2 hours. Pt then given cisplatin over 30 minutes. This infusion was followed by ns hydration for 2 hours. After cisplatin infused nurse noticed a precipitation in the section of the tubing in direct contact with the peristaltic rollers of the pump. The pump had not alerted the nurse of a problem. No adverse event was seen with the pt and a filter was used so dislodged precipitant would not have infused.